Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. The tubing set was connected to an unspecified 26 gauge IV catheter and was bing used to deliver an unspecified solution. After an unspecified length of time in use, the nurse noted the tubing set had disconnected from the patient's IV catheter and blood loss was noted. The blood loss was estimated to be approximately 3ml. The tubing set was reconnected to the catheter and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.